Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose level was 240 mg/dl. Customer reported they were able to clear the alarm and able to complete insulin pump rewind. Customer reported after troubleshooting the alarm occurred. Customer has experienced alarms after battery change. The insulin pump will not be returned for analysis.